Event description:
It was reported that during pt use with the ventilator set on synchronized intermittent mandatory ventilation (simv) mode, it was noticed that the ventilation ceased. However, the pt had spontaneous breathing. It was found that the mode automatically switched to continuous positive airway pressure (CPAP). The low pressure alarm sounded. The pt's breathing was assisted by ambu bagging by the nurse. The pt was transferred to a second ventilator. No permanent pt injury occurred as a result of this event. No add'l info was provided.

Manufacturer narrative:
The device had been received and the analysis is being performed. Upon completion, the results will be included in the follow up report.